Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer confirmed the device was last used in a procedure on (B)(6) 2023, and was last reprocessed on (B)(6), 2023. The device was reprocessed twice before sampling and was stored in the plasma typhoon. The last sampling was taken after storage on (B)(6), 2023. After the positive culture was observed, the device was quarantined and returned immediately to olympus. Attempts to retrieve additional information from the customer are in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope had a positive culture test. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
The customer provided the following results of the culture tests, performed at a third-party lab. On (B)(6) 2023 all channels were sampled and tested positive for 2 colony forming units (cfu) of candida. Later on (B)(6) 2023 all channels were sampled again and tested positive for 9 cfu of candida.

Manufacturer narrative:
This report is being supplemented to provide additional information based the results of third-party testing from the customer and olympus, the device evaluation, and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Colony forming unit (cfu): 1 cfu. Bacterial identification: coagulase-negative staphylococci. The returned device was evaluated and the following defects were noted during the evaluation: the connecting tube protector was shaved, the control unit mouthpiece was defective, the universal cord was wrinkled, the connector was scratched, and the angulation was out of specification. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.